Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was dropping clips and clips were scissoring. The doctor was trying to clip the cystic duct. This started on the second clip. The doctor advanced a few clips and the device worked fine. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information unavailable.